Event description:
Healthcare professional reports that she punctured her right thumb from a glass shard while crushing the ampule without the procedure sleeve. Customer stated she was fine and cleaned the puncture with soap and water. No report of serious injury, or administration of medical treatment.

Manufacturer narrative:
(B)(4). Method: no product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. The direct check protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.